Event description:
A baxter service technician reported finding a infusor pump with "when attempting to run pump, goes into constant alarm". This event occurred during product evaluation which may have caused an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of when attempting to run pump, goes into constant alarm was confirmed and reproduced. The condition is due to a faulty mpu (micro processing unit) board. The mpu board was replaced to correct the reported condition. (B)(4).